Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient moved to the area without connecting with a pain clinic to manage his pump and his pump went empty on (B)(6) 2020. He was seen in office on (B)(6) 2020 and his pump was refilled. The external factor which caused this issue was patient non-compliance with refill scheduling. It was unknown if the issue was resolved. No patient symptoms were reported. The patient's weight was unknown. No further complications were reported.